Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced dyspnea, reported as ¿hard to breathe¿. The event occurred during pd treatment with the homechoice device. The cause of the event was not reported. It was unknown if the patient was hospitalized for the event. There was no report of a medical intervention associated with this event. At the time of this report, the patient outcome was not reported and action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Additional information: the device was not received for evaluation; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.